Manufacturer narrative:
The field service technician replaced the gable assembly to resolve the alleged issue. The technician performed a functional test per the service manual to verify the lift functioned as designed. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless hand control remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the rail system. The periodic inspection manual for overhead lists 3en191001 rev 2, also states the following caution: 5 emergency stop: check that the emergency stop cord is secured properly and has no damage. Activate the emergency stop button. Verify that holds and locks in the activated position. Although there was no injury reported, if the emergency button were to fail during patient use, it could lead to a serious injury or death, therefore, baxter is reporting this malfunction.

Event description:
The service technician found that while performing annual pm technician functionally inspected that CPR feature would not engage. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref (B)(4)